Event description:
Patient had tevar (thoracic endovascular aortic repair) procedure done for saccular aneurysm of aortic arch unruptured. After procedure surgeon utilized abbot per close device. On (B)(6) 2025 cva shows lefty external iliac artery occlusion secondary to perclose. Required emergent open repair for acute limb ischemia due to failure of perclose device.